Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The pt went to the hospital, was admitted and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device. Monitor (B)(4): 03/2012 - reuse. Electrode belt (B)(4): 02/2015 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) trial. (B)(4).

Event description:
A u.s. Distributor reported that a patient had developed a burn on their skin from the treatment event. The patient reported that the when the device treated him it burned him on the front and on his back and that it became blisters following the treatment. The patient received treatment for the burns at hospital. The impedance reading of the treatment events were between 104 ohms and 121 ohms. These are within the normal range. There is no indication of a device malfunction. The patient's rash healed with some scars. A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital, was admitted and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. (Other): device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date and h8 usage of device: monitor # (B)(4) reuse; electrode belt # (B)(4): 02/2015 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.